Event description:
It was reported to medtronic minimed that the customer alleged for past event insulin flow blocked alarm. The customer reported no adverse event. The event involved products mmt-1884, mmt-342 and mmt-431ag. Troubleshooting was not performed as the insulin flow blocked alarm was resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.